Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. The target lesion was in the right middle lobe - medial segment. A 21g flexision needle was used. Per the physician, the pneumothorax occurred as a consequence of a peripheral biopsy and that the pneumothorax could have potentially occurred via another biopsy modality. The patient was symptomatic with shortness of breath (sob) and ¿pressure.¿ a pneumothorax was identified post-procedurally. Initially, the pneumothorax was large and a chest tube was subsequently placed to resolve the pneumothorax. The patient was hospitalized for 2 days and then discharged home. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Per an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae), as of (B)(6) 2022, a review of the site's system logs revealed that no related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized for 4 days and then discharged home.